Event description:
It was reported that during an unrelated procedure in (B)(6) 2015, the atrial lead dislodged. The physician elected not to take any action at the time. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun